Event description:
The customer contact reported ac power cord was burned. The pump was returned to the biomedical engineering department with a note that stated, "has wires showing." During a visual inspection at the user facility, it was noted that the outer insulation near the male end of the ac power cord was melted and burned with exposed bare wires. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)